Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/23/2025, it was reported that on (B)(6) 2025, the patient's husband applied a new dexcom g7 sensor the arm. On 05/23/2025, after three days of use, receiver showed cgm 56 mg/dl. No fingerstick measurement taken by the spouse and no mention whether she had symptoms. The patient was taken to urgent care and given 2 glucose pills, reportedly without anyone checking a bg. The cgm went from 56 mg/dl to 42 mg/dl on the cgm. No fingerstick measurement taken by the spouse nor the clinic. The patient was taken to the emergency department (ed) where the bg was 400 mg/dl, significantly and cgm was 42 mg/dl. The patient was administered an IV, which resulted in bruising at the insertion site, and remained hospitalized for approximately 5 hours on (B)(6) 2025. The complaint also lists insulin as a medication at some point. After discharge, her blood glucose level was rechecked and measured at 316 mg/dl. The cgm was no longer connected at this point. The husband reported the doctor at the hospital trying to calibrate the sensor, but was unsuccessful, and mentioned that the device had only been in use for three days when the issue occurred. The patient is now fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - needle stick/puncture.